Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion area was located in a moderately tortuous and moderately calcified blood vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon first inflation, the balloon was inflated for 5 seconds until it ruptured at 10atm. The balloon device was simply pulled out of the patient's body. The procedure was completed with another of the same device. No complications reported, and the patient's condition was good after the procedure.